Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a tumor resection was performed in a different location in the brain than anticipated with the brainlab navigation involved, although according to the limited information received from the hospital/surgeon: -no harm or negative clinical effects to the patient were reported as a result of the navigation deviation/discontinuation. -the surgery was completed without navigation, and no remedial actions were reported. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A cranial surgery for tumor resection of a left temporal lobe lesion (aprox.40 mm deep with a size of ca. 41 × 41 mm) was performed with the aid of brainlab cranial navigation 4.1 intraoperatively, a navigation inaccuracy was identified at the region of interest. In response, use of the navigation system was discontinued for the remainder of the procedure. The resection was subsequently completed without the aid of navigation. According to the limited information received from the hospital/surgeon: -no harm or negative clinical effects to the patient were reported as a result of the navigation deviation/discontinuation. -the surgery was completed without navigation, and no remedial actions were reported.